Manufacturer narrative:
Insulin pump passed displacement test and self test. No moisture damage on electronics and motor assembly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 180 mg/dl at the time of the incident. The customer states the insulin pump was exposed to moisture. Customer stated that they saw leakage on the reservoir compartment and insulin pump was no longer working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.